Manufacturer narrative:
(B)(4). The actual device is reported to be unavailable. However, 20 unused devices of the same lot are reported to be available for evaluation, and a request for their return has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This report is for the same patient/event as (B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, 20 devices of lot h13i07019 were received in their original, unopened packaging. Visual inspection was performed with no issues noted. Leak, clear passage, and clamp function testing were performed with no issues identified. The reported problem could not be confirmed for any of the devices. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a gap between a uv flash disconnect y-set and transfer set (baxter product) when the two devices were connected. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.